Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Will proceed with a medical assessment based on clinical supporting documents provided. If no relevant medical information is provided can close the mi task. Approved by (B)(6) , md a review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) No clinical supporting documents were provided to conduct a thorough assessment of the reported issue.

Event description:
It was reported that patient had a biceps tendonitis on right shoulder that was treated with physiotherapy and medication.